Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced clinician not alerted/aware of possible patient fall condition. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: cable, electrical/device migration.